Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the device did not keep pressure during the case. No patient injury reported.

Manufacturer narrative:
The suspect device was returned for evaluation.the device was examined visually and simulated use testing was performed. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record and the complaint database could not be performed as a lot number was not provided.